Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: p180001. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: wce-1616: zenith tx2 dissection w/pro-form and z-trak plus (zdeg). On 16feb2022, the patient underwent an endovascular aortic repair for an aortic dissection via percutaneous right femoral artery under general anesthesia. The patient also underwent a carotid-carotid bypass and a left subclavian embolization during the study device placement. On 17feb2022, one day post procedure, the patient experienced hematoma with a vascular surgical procedure and was hospitalized from 13feb2022 until 25feb2022. The site commented ¿secondary hemostasis to right scarpa¿. The site did not relate this to the study device. The site did relate this to the study procedure stating, ¿surgical revision in order to reposition the redon at the level of the approach to the right femoral intersection because we had to repair his right femoral artery so much his fragility in the context of his marfan disease¿. The site noted that the patient has marfans disease which was a pre-existing cause to the event. The site commented ¿blood loss: 700cc¿. This event was resolved without sequelae on 17feb2022. On 21feb2022, five days post procedure, the post procedure follow-up computed tomography (CT) with contrast was completed. The CT showed all vessels and the study device were patent. The thoracic and abdominal false lumen flow were patent with a type ib- distal endoleak. On 21mar2022, 33 days post procedure, the 30-day post procedure follow-up CT with contrast was completed. The CT showed the left subclavian (lsa) occluded, all other vessels and the study device were patent. The site noted antegrade progression/growth of dissection. The thoracic false lumen flow was partially thrombosed with a type ib- distal endoleak. The abdominal false lumen flow was patent with a type ib- distal endoleak. On unk-unk-2023, unknown days post procedure, the patient was hospitalized from 18dec2023 until 25dec2023 for an aortic aneurysm. The patient was treated with an endovascular procedure. The site stated, ¿endoprosthesis relay nb+, endoprosthesis bolton relay pro¿ was used. The site did not relate this event to the study device or the study procedure. The site stated a pre-existing condition of a ¿type b aortic dissection¿ was the cause contributed to the event. This event was resolved without sequelae on 30jan2024. On unk-unk-2024, unknown days post procedure, the patient was again hospitalized from 29jan2024 until 03feb2024 for an aortic aneurysm. The patient was treated with an endovascular treatment in which the right renal, right superficial femoral, and celiac trunk were stented and ¿endoprosthesis gore plc¿ was used. The site did not relate this to the study device or study procedure. This event was resolved without sequelae on 30jan2024. On 01feb2024, 715 days post procedure, the two-year follow-up CT imaging with contrast was completed. The CT showed all vessels and the study device were patent. The thoracic and abdominal false lumen flow were patent with an unknown false lumen flow. On 28mar2024, 771 days post procedure, the patient was hospitalized from 09apr2024 until 10apr2024 for a type ib endoleak. The patient underwent an endovascular treatment with a stent placed to the celiac trunk and an endoprosthesis bolton pro was used. The site did not relate this event the to study device or study procedure. The site stated ¿stanford type b dissection and marfans syndrome¿ were contributing factors to the event. This event was resolved without sequelae on 10apr2024. On 03jun2024, 838 days post procedure, the patient was hospitalized from 01jul2024 until 03jul2024 for a type ii and type iii endoleak. The patient underwent an endovascular procedure in which a coil embolization was done to the right lumbar artery and a stent placement to the superior mesenteric. The site did not relate this to the study procedure or the study device. The site stated, ¿stanford type b dissection and marfans syndrome¿ were contributing factors to the event. This event was resolved without sequelae on 03jul2024. On 12jun2024, 847 days post procedure, the patient was hospitalized from 02jul2025 until 05jul2025 for a type ii endoleak. The patient underwent an endovascular procedure in which coil embolization was done to the right lumbar artery. The site did not relate this to the study procedure or the study device. The site stated, ¿stanford type b dissection and marfans syndrome¿ were contributing factors to the event. This event was resolved without sequelae on 05jul2025. On 23dec2024, the patient was hospitalized from 02apr2025 until 05apr2025 for a retrograde aortic dissection progression. The patient underwent an endovascular procedure in which coil embolization was done to the left hypogastric and right hypogastric and endoprosthesis gore excluder and amplatzer vascular plug ii (avp ii) were used. The site did not relate this to the study procedure or the study device. The site stated ¿stanford type b dissection and marfans syndrome¿ were contributing factors to the event. This event continues to be ongoing. On unk-feb-2025, unknown days post procedure, the patient was hospitalized from 23feb2025 until 25feb2025 for a cardiac arrhythmia requiring treatment. The patient underwent an endovascular procedure in which they received an ablation of persistent atrial fibrillation. The site did not relate this to the study procedure or the study device. The site stated, ¿cardiac arrhythmia¿ was a contributing factor to the event. This event was resolved without sequalae on 25feb2025. On 20mar2025, 1128 days post procedure, the three-year post procedure follow-up CT with contrast was completed. The CT showed all vessels and the study device were patent. The site noted retrograde progression/growth of dissection. The thoracic false lumen flow was partially thrombosed with a type ib- distal endoleak. The abdominal false lumen flow was patent with a type ib- distal endoleak. Patient outcome: multiple endovascular procedures were performed.